Manufacturer narrative:
(B)(4) /2013. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a blepharoplasty procedure a spark/flame occurred in the surgical field. The pt received first and second degree burns to the face. Oxygen was being delivered with a nasal cannula. The site contact stated the event was not serious and the burns were treated the same day by cleaning and dehybridization.